Manufacturer narrative:
The reported events were a helix mechanism issue, sensing, and unable to implant. The reported event of a helix mechanism issue was confirmed. The reported event of a sensing issue was not confirmed. As received, a complete lead was returned with the helix extended and clogged with blood for analysis. Final analysis found that the inner coil at the connector region was slightly over torqued.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly implanted right ventricular (rv) lead exhibited r wave amplitude variation and no current of injury was noted. While repositioning the lead, the helix of the rv lead could not be extended. The rv lead was not implanted, and an alternate lead was implanted on (B)(6) 2026. The patient was in stable condition.